Event description:
Reportedly, on (B)(6) 2025, the transmitter is stuck on a screen with the message "to start, enter a password".

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as it is out of order. The smartview connect cannot turn on. Review of the event logs shows that the device lastly connects on (B)(6) 2025 and did not reveal any errors. The most probable hypothesis is that a hardware failure from unknown origin caused a corruption of the software and therefore a malfunction. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter is stuck on a screen with the message "to start, enter a password".